Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator elite was advanced for dilation. During the procedure, upon reaching the nominal pressure of 14 atmospheres, contrast leakage was observed flowing back towards the sheath. Additionally, the balloon ruptured during its initial inflation. The device was removed and the procedure was completed using an alternative device. There were no patient complications as a result of this event.